Event description:
Intravia container 500 ml capacity bag found to be leaking after pharmacy added 40 grams of gamunex-c immune globulin. Sterility compromised so another dose had to be mixed. Several days later 2 more intravia container 500 ml capacity bags were also found to be leaking. Leaking is from the same area of the bag along the seam line adjacent to the injection port. This is a baxter product and I did file a complaint with baxter on (B)(6) 2017.